Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. This is a final report.

Event description:
A broken/leaking dacapo powerpacks were received at service and repair. There was no contact with the leaking electrolyte.

Manufacturer narrative:
The device has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
A broken/leaking dacapo powerpacks were received at service and repair. No one made contact with the leaking electrolyte.